Event description:
It was reported that a patient's right ventricular lead exhibited pacing impedance above the normal boundary. The physician extracted the lead and replaced it. The patient was stable throughout the procedure.

Manufacturer narrative:
Correction: adding code for high capture threshold